Manufacturer narrative:
As received, a complete lead was returned for evaluation in one piece. Electrical testing did not reveal any indication of conductor fractures or internal shorts. Visual examination of the lead found an external abrasion breaching the optim sheath due to friction to the device can with the silicone insulation was intact at the proximal region. Other damage found on the lead is consistent with that occurring at the time of explant.

Event description:
During a follow-up, there were episodes of noise on the right ventricular channel. During the explant procedure, insulation damage on the rv lead was noted. The lead was explanted and replaced and the patient was stable.